Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. Additional device information: upon follow up with the physician's office, it was confirmed that there was no shunt malfuntion and the x-ray showed the device was intact. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was having vp shunt issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.